Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and it failed with a detached sensor wire. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.